Event description:
IV(intravenous) remodulin pt. Pts mom regarding remodulin vial that is leaking. Per mom pt used the mini spike disp pin and causing the vial to leak. Pt reported leaks with 2 vials. Pt is concerned about medication being infected. Pt's mom said the mini spikes are not working for pt. She also mentioned the remodulin is leaking. Unknown if pt missed any medication, no adverse events reported. Unknown if vials and pen are available for return. Ref report: mw5170204.